Event description:
The user facility reported that during a patient procedure the 4085 table tipped; hospital staff supported the table to prevent the patient from sliding off. No injuries to the patient or hospital staff were reported. The procedure was completed successfully.

Manufacturer narrative:
A steris technician inspected the table and found it to be properly operating. The table remained in service with no further issues. The user facility improperly positioned the patient as the patients chest was on the headrest section of the table and the patient's arms extended beyond the patient's head. The hospital staff unlocked the floor locks to level the table and the table tipped down. Hospital personnel supported the table and the locks were re-engaged. The operator manual states on pages 1-1, 1-2 and 2-3: (1) do not disengage floor locks when patient is on table. (2) patient injury may result if the operator of this table is not completely familiar with the controls for patient positioning and table operation. (3) have a qualified medical professional monitor patient during surgery for all possible patient positioning hazards. A steris account manager conducted in-service training on (B)(6), 2011 on the proper patient positioning practices and proper use of the floor locks.